Event description:
It was reported that the customer has experienced unexplained low blood glucose levels for the past ten days. It was also stated that the customer was treated by the paramedics. The customer's last infusion set change was two days ago, and she was not connected to the infusion set during the manual prime. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also correct. The insulin pump was not exposed to a high magnetic field. Assisted the caller with correcting the time and date. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.